Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during insulin injection a bd¿ insulin pen needle broke off and remained in the patient¿s skin. The patient was able to remove the needle with tweezers and medical attention was sought. There was no report of injury or medical intervention.

Manufacturer narrative:
One open 31g x 5mm pen needle sample and a fragment of broken cannula were returned from lot no. 7052715, cat. No. 325104. No shield was returned. Magnified inspection was carried out and it was observed that the patient end of cannula was broken and an indentation mark was present on the hub post. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA (B)(4) was opened to address this issue.